Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right ventricular (rv) lead and device exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed where fluoroscopy imaging did not yield any significant findings. During the lead extraction the physician could only pass the non-locking stylet three to four inches distally from the suture sleeve. After going down to a smaller non-locking stylet, the physician was able to pass it all the way down to the distal part of lead. During the course of the laser lead extraction, the non-locking stylet slipped and the tip separated from the body of the lead. The tip remains in the ventricle of the patient's heart. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.